Event description:
The customer reported the pump was not charging anymore. During testing and investigation the device gave a replace battery alarm during power up. Additionally, multiple n56 replace battery alarms were noted in the alarm history log. The device was powered up again on ac power and the change battery option was keyed, following which the device passed the self- test on dc power. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.